Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the keypad was found to be undamaged. All the buttons on the keypad were unresponsive. The keypad was opened and there was contaminants found under the contacts. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the pump powered on tot a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother called animas on march 21 alleging that the pump buttons are hard to press and intermittently activating pump functions when pressed. The patient does not clean the pump. She denies any tearing or peeling of the keypad. There was no reported patient impact associated with this complaint.